Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip returned loosed and used - unable to test. Most likely underlying root cause: mlc-18 user has high glucose value.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 99 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. Customer was at a bus stop and was getting overwhelmed with the troubleshooting process. Customer stated she could no longer troubleshoot and disconnected the call. No further information could be obtained. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 07/20/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history (date / time not set): 1:410mg/dl (B)(6) 2017 02:51 pm fasting:no. 2:138mg/dl (B)(6) 2017 05:37 pm fasting:no. Memory concerns:hi.